Event description:
The lead remains implanted, the physician had placement issues on (B)(6) 2008. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).